Manufacturer narrative:
(B)(4).

Event description:
Additional information reported there was a volume discrepancy where the actual residual volume (arv) was greater than the expected residual volume (erv). It was noted for the last 2 refills they were getting about 10ml more than expected. It was noted a dye and rotor study were performed the day prior, but they could not find anything wrong. It was reported the catheter didn¿t aspirate easily the day prior, but they were able to push dye through. It was suspected the catheter may be kinked based on the body position or a vertebra may be pinching the catheter. It was noted they found no leaks and the dye appeared to disperse in the intrathecal space. It was noted they then aspirated the dye back up and it did not appear to be diluted much. It was stated that after 3 aspirations it wouldn¿t aspirate any more. It was noted the health care provider (hcp) was ok with things currently and would consider a revision or replacement. Patient outcome was no provided. If additional information is received a follow-up report will be sent.

Event description:
It was reported that the actual residual volume (arv) was greater than the expected residual volume (erv). It was reported that it this had been occurring for the "past 4-5-6 refills.¿ it began on (B)(6) 2013 where the erv was 3.3cc and the arv was 11cc. On (B)(6) 2013 (uncertain if this was the correct date) the erv was 6.5cc and the arv was 12.5cc. It was noted there were three other refills with erv of 5.9cc arv of 12cc, erv of 3.3cc arv of 14c.c and on the day of report the erv was 5.7cc and the arv was 19.5cc. It was stated that patient had increased pain and had been on oral medications possibly since implant. The estimated replacement indicator (eri) was 54 months. The pump system was delivering hydromorphone, clonidine and bupivacaine. Additional information received reported that no troubleshooting measures had been performed. It was unknown the reason for discrepancy. It was unknown how the patient was doing at the time of report.

Event description:
The entire device system was replaced on (B)(6) 2015 and the doctor found a kink in the catheter. Patient outcome was not provided. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).